Event description:
The customer reported obtaining a sample probe clot detect error on their au5800 clinical chemistry analyzer. As a result, one patient had low results with a g flag for sodium, potassium and chloride. Results were not reported out of the laboratory. The customer repeated the sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Note: a "g" flag indicates result is lower than dynamic range.

Manufacturer narrative:
The customer performed their own troubleshooting with support of the beckman customer technical specialist and replaced the sample probe to resolve the issue. The customer cleaned the analyzer and performed calibration and quality control, which all passed. The customer verified the analyzer resumed to normal operation. The beckman coulter internal identifier is (B)(4).